Event description:
It was reported that an x-tip separated while entering the buccal plate; the separated piece is to be removed by an endodontist.

Manufacturer narrative:
Though there was no injury reported in this event as of this report, there have been previously reported events resulting in an injury necessitating medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event is reported. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.